Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: a review of the black box did not verify the pump time and date reset to default after the power on reset. The time and date reset to default was duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.